Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, there was a broken solder connection between u901 and the ca board. The cause of the incoming test failure is the broken connection. The root cause of the broken connection cannot be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4) failed incoming pulse testing. The last patient to use this monitor did not report any deficiencies.